Event description:
It was reported to patient services on (B)(6) 2012 that this lead dislodged sometime around (B)(6) 2012 and was explanted. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).